Manufacturer narrative:
Manufacturing facility: (B)(4). Baxter healthcare: (B)(4). United states baxter healthcare: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air/fluid in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During follow up, it was reported that the final bag disconnected from the final line of a homechoice cassette that led to this alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.